Event description:
(B)(6) avant guard clinical study, subject ID: (B)(6). It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced an acute lacunar stroke. Two days after the completion of the pfa procedure the patient reported hand numbness and slurred speech and went to the emergency room. When examined they displayed gait instability, but the CT scan was negative and a carotid doppler was negative for stenosis. An MRI was also performed and showed small infarcts in the right cerebellum and left corona radiata. The patient was hospitalized the same day and given aspirin and held for monitoring. The patient was discharged 3 days later with "minimal residual deficits". The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
(B)(6) avant guard clinical study, subject ID: (B)(6). It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced an acute lacunar stroke. Two days after the completion of the pfa procedure the patient reported hand numbness and slurred speech and went to the emergency room. When examined they displayed gait instability, but the CT scan was negative and a carotid doppler was negative for stenosis. An MRI was also performed and showed small infarcts in the right cerebellum and left corona radiata. The patient was hospitalized the same day and given aspirin and held for monitoring. The patient was discharged 3 days later with "minimal residual deficits". The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Updated the name of the initial reporter based on additional information received from the facility.